Event description:
An optometrist reported that a patient was trial fit with o2optix lens for lens for her left eye. She returned to ecp within a week after discontinuing lens wear due to discomfort. Iritis noted os. Rx'd perd forte. Patient returned several days later with decreased visual acuity and moderate pain. Sterile ulcer (>3mm) noted, located inferiorly nasal outside visual axle. Zymar added with condition resolving. Lens wear resumed as daily wear. No further information is available.